Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) right ventricular (rv) lead exhibited high out-of-range pace impedances and increased pacing threshold measurements at routine follow-up. All other lead measurements were stable and within normal limits with no episodes of noise recorded to the device. A revision procedure was performed wherein this rv lead was surgically abandoned while the ICD was explanted and replaced. The patient was reported to not be pacemaker dependent, no adverse effects were reported.